Manufacturer narrative:
(B)(4). A representative sample returned for evaluation.

Event description:
The customer alleges that the second site securement device was placed correctly and sutured. After 15 minutes the clamp away from the insertion site did not hold and came apart and the catheter pulled out 5cm. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The customer returned a catheter clamp (white) and a clamp fastener (blue) for evaluation. It was reported that the catheter clamp/clamp fastener were a representative sample and not the complaint sample. The inner diameter of the clamp could not be measured since the clamp material is pliable. When assembled, the largest outer diameter (od) pin gauge that would pass through the clamp assembly without resistance was 0.069". The returned clamp is in a kit that contains a 7fr catheter. Since the catheter was not returned, a 7fr catheter from lab inventory with an od of 0.097" was used for functional testing. The lab catheter met the od specification for the catheter supplied in the reported kit. Comparison of the clamp and catheter measurements indicates that the clamp would securely hold a catheter that has an od of 0.097". The clamp was disassembled and reassembled with no anomalies observed. The clamp was assembled onto the 7fr lab catheter body and tugged from either side and remained secure in the clamp. Other remarks: a review of the device history records (DHR) for the catheter and clamp did not reveal any manufacturing related issues. The IFU for the product states that the juncture hub is to be used as the primary suture site. The customer did not report whether or not the juncture hub was sutured. The report that the catheter migrated in the clamp could not be confirmed through functional testing of the returned sample. A lab catheter remained secure in the returned catheter clamp when it was tugged. However, the clamp that was returned was a representative sample and not the actual complaint sample. In addition, no catheter was returned. A DHR review was performed and it did not reveal any manufacturing related issues. The probable cause of the catheter migration could not be determined based upon the information p rovided and without the actual complaint sample.

Event description:
The customer alleges that the second site securement device was placed correctly and sutured. After 15 minutes the clamp away from the insertion site did not hold and came apart and the catheter pulled out 5cm. No patient injury or consequence reported.